Manufacturer narrative:
Other applicable components are: product ID: 9733808, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during commissioning of systems, the hospital it provided electronic picture archiving and communication systems (pacs) and navigation system network configuration information. The network echo worked successfully. The site was unable to retrieve exams through digital intercommunication of medicine (dicom) q/r. Patient medical record numbers can be queried. On trying to retrieve images, the error message "please check connection between remote pacs and navigation system for transferring images" was received. There was no patient involved when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. It was determined that the software was functioning as designed, as the issue was resolved after pacs reset their dicom settings. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was determined that the cause of the reported issue was on the pacs side and it was due to an old ip configuration of the navigation system being somehow stuck in a background process causing the c-move request to be diverted and rejected after timeout. The issue was resolved after the pacs team re-set their dicom configurations.